Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2012. (B)(4) 2012: additional information: (B)(4). As a result, urgent field safety notice, no. (B)(4), was issued to siemens customers outside the us (B)(4) 2012.

Event description:
A significant increase in (B)(6) results from within an equivalent population was observed on the advia centaur xp hcv lot # 227 and #228 at this facility. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse inspected the system and no issues were identified. The field application specialist (fas) calibrated and ran qc after the system check. Calibrations and qc were acceptable. The cause for the increase in (B)(6) results for hcv lot # 227 and lot #228 is unknown. Reagent lot #227 and 228 are being investigated.